Event description:
It was reported that the 9800 system c-arm displayed a "filament select error" message. It was also noted that the system displayed a "warning, low ma" error message. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the filament driver pcb. The system was tested and found to be working as intended and placed back into service.